Event description:
It was reported that the technician opened the vial of a cq2015 collamer three-piece lens and noted that the lens was torn. There was no pt contact. The reporter stated the lens was rec'd torn and was defective.

Manufacturer narrative:
H6 - evaluation codes: method (other): lens work order search.results (other): visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusions (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.